Manufacturer narrative:
There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2017. On (B)(6) 2018, the patient was diagnosed with scleral patch infection and endophthalmitis in the implanted eye. The patient underwent three surgical interventions on (B)(6) 2018, respectively. During the surgical interventions, necrotic tissue and the infected scleral patch were removed. The coil and cable were covered with scleral patches, and the conjunctiva was sutured closed. Patient was administered intraocular antibiotics. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this follow-up MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient: (B)(6) was implanted with the argus ii device on (B)(6) 2017. On (B)(6) 2018, the patient was diagnosed with scleral patch infection and endophthalmitis in the implanted eye. The patient underwent surgical interventions on (B)(6) 2018, on (B)(6) 2019, respectively. The patient's endophthalmitis was reported to have resolved on (B)(6) 2019. New information: on (B)(6) 2019, it was reported that patient underwent revision surgery on (B)(6) 2019 during which the conjunctiva was repaired and a healon injection was administered in the anterior chamber. Patient's hypotony was ongoing. On (B)(6) 2019, patient underwent another intervention during which oral mucosa was used to cover the conjunctiva and scleral patches. An intracameral injection of healon was administered in the implanted eye. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this follow-up MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient 81-108 was implanted with the argus ii device on (B)(6) 2017. On (B)(6) 2018, the patient was diagnosed with scleral patch infection and endophthalmitis in the implanted eye. The patient underwent three surgical interventions on (B)(6) 2018, respectively. New information: the patient underwent surgical intervention on (B)(6) 2019 during which the argus ii device was covered with scleral patches, and the conjunctiva was sutured closed. Patient received an injection of healon in the anterior chamber of the implanted eye. The patient's endophthalmitis was reported to have resolved. There was no defect or malfunction of the device associated with this event.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2017. On (B)(6) 2018, the patient was diagnosed with scleral patch infection and endophthalmitis in the implanted eye. The patient underwent surgical interventions on (B)(6) 2018 and (B)(6) 2019, respectively. The patient's endophthalmitis was reported to have resolved on (B)(6) 2019. New information: on 3/6/2019 it was reported that the scleral patch infection is ongoing. Patient underwent a surgical intervention on (B)(6) 2019 during which the conjunctiva was repaired and a healon injection was administered in the anterior chamber. Patient was also diagnosed with ongoing hypotony that has led to phthisis. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this follow-up MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2017. On (B)(6) 2018, the patient was diagnosed with scleral patch infection and endophthalmitis in the implanted eye. The patient underwent surgical interventions on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2019, and (B)(6) 2019, respectively. The patient's endophthalmitis was reported to have resolved on (B)(6) 2019. The patient underwent surgical interventions on (B)(6) 2019 and (B)(6) 2019, respectively, during which the conjunctiva was repaired and a healon injection was adminstered in the anterior chamber. On (B)(6) 2019, the conjunctiva was covered with fascia lata. Patient's hypotony and phthisis are ongoing. New information: on (B)(6) 2019, it was reported that patient was scheduled for an explant surgery. Patient underwent an explant surgery on (B)(6) 2019, due to pain and recurring conjunctival erosion. The extraocular portion of the argus ii device was removed, the electrode array was left tacked to the retina, and the sclerotomy was sutured closed. On (B)(6) 2019, intraocular pressure in the patient's implanted eye was 6 mmhg. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this follow-up MDR to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this follow-up MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2017. On (B)(6) 2018, the patient was diagnosed with scleral patch infection and endophthalmitis in the implanted eye. The patient underwent surgical interventions on (B)(6) 2018, and (B)(6) 2019, respectively. The patient's endophthalmitis was reported to have resolved on (B)(6) 2019. The patient underwent surgical interventions on (B)(6) 2019, respectively, during which the conjunctiva was repaired and a healon injection was administered in the anterior chamber. Patient's hypotony was ongoing. New information: on 8/9/19 it was reported that patient was scheduled for revision surgery on (B)(6) 2019. On (B)(6) 2019, the conjunctiva was covered with fascia lata. Patient's hypotony and phthisis are ongoing. There was no defect or malfunction of the device associated with this event.